Manufacturer narrative:
Physio-control further evaluated the removed user interface pcba. The cause of the reported issue of the device to display a white screen was determined to be a cracked and shortened capacitor c181 on the user interface pcba.

Event description:
A customer contacted physio-control to report that their device had illuminated its service led. Upon inspection, by the third-party service agent, it was observed that the device had displayed a blank screen and had power-cycled continuously. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A third-party service agent evaluated the customer's device and observed that the device had displayed a blank screen and had power-cycled continuously. After replacing the user interface assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted physio-control to report that their device had illuminated its service led. Upon inspection, by the third-party service agent, it was observed that the device had displayed a blank screen and had power-cycled continuously. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.